Event description:
It was reported that the patient felt that the pump wasn't working. The patient experienced "numbness every now and again in his left leg". An MRI was performed and nothing was found (date was not reported). Per the reporter, the clinic was no longer managing pumps, so the meds were being reduced weekly until the patient was off the pump and back to his oral meds. It was unknown if the device system was going to be explanted. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).